Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead exhibited variable impedance measurements up to greater than 3000 ohms, noise, and oversensing of minute ventilation (mv) signals, which caused inappropriate atrial tachy response (atr) episodes. It was discussed to program the mv feature off. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that programming changes were made by the clinic; however, the changes were incorrect. The patient will be brought back in the future to make the correct programming change. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the non boston scientific right atrial (ra) lead was surgically abandoned due to a product performance issue. This device remains in service with the new ra lead and there were no further reported issues. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to provide updated evaluation coding.